Event description:
The left ventricular lead was replaced because the location of the lead was not ideal for resynchronization, and the physician chose to try a new lead at the time of device replacement due to rrt (recommended replacement time). The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, and the outer insulation had a cosmetic depression; full lead returned and analyzed.